Event description:
It was reported that the customer was unable to bolus for the amount of carbs that had been ingested because the contact needed assistance changing the personal settings from units to carbs. Reportedly, the customer's blood glucose level was impacted. During troubleshooting with tandem technical support, the contact switched the carbs setting to on and the number of carbs that the customer had ingested were successfully entered into the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.